Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 133.6080 on their 8015 (sn: (B)(4)). Case resolution: after allowing 8015 to build a charge, error code did not clear. Recommended removing the metal rear panel( containing main speaker and sio board) and swapping that assembly with a known good one. If error code clears, the issue is either the main speaker or sio board issue. If error code does not clear, the issue is the logic board and if so I recommended sending in for repair. Customer will move forward with recommendations. Ended call.